Event description:
It was reported that: had to balloon occluded vessel at level of manta closure. Additional information received on 13dec2022: during a tavr procedure on (B)(6) 2022 access was gained in the left common femoral artery, utilizing micro puncture and ultrasound, in a mid-femoral head position. Vessel size was 7.0mm with no tortuosity or calcification. The measured deployment depth for the manta was 6+1=7cm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 138/45mmhg and act was 385 prior to closure. 80mgs of protamine and an unknown dose of heparin were given intravenously during the procedure. The manta was deployed at the correct depth and time to hemostasis was immediate. It was reported that, after the post manta angio the physician yelled out "it appears like there is an occlusion!" No pedal pulses were obtained. He went up and over with a balloon. Inflated for 4 minutes. He did another angiogram and flow was immediately restored. No blushing or extravasation noted on either angio. Patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: had to balloon occluded vessel at level of manta closure. Additional information received on 13dec2022: during a tavr procedure on (B)(6) 2022 access was gained in the left common femoral artery, utilizing micro puncture and ultrasound, in a mid-femoral head position. Vessel size was 7.0mm with no tortuosity or calcification. The measured deployment depth for the manta was 6+1=7cm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 138/45mmhg and act was 385 prior to closure. 80mgs of protamine and an unknown dose of heparin were given intravenously during the procedure. The manta was deployed at the correct depth and time to hemostasis was immediate. It was reported that, after the post manta angio the physician yelled out "it appears like there is an occlusion!" No pedal pulses were obtained. He went up and over with a balloon. Inflated for 4 minutes. He did another angiogram and flow was immediately restored. No blushing or extravasation noted on either angio. Patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed, indicating a blockage of flow at the access site, post manta deployment, potential dissection at the access, and balloon angioplasty applied to restore flow. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the left common femoral artery. Ultrasound and micro puncture were utilized to gain a mid-femoral head positioned access. Activated clotting time (act) was 385 prior to closure, and protamine and heparin were administered. Arteriotomy was 7.0mm, no calcification, no tortuosity, with a depth measurement of 6cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. The manta was deployed to the measured depth, and hemostasis was immediate on the surface; although a post deployment angiogram revealed flow blocked at the access site. The physician applied balloon angioplasty for four minutes, restoring flow. It is suspected a dissection flap partially occluded the vessel; due to balloon inflations were the only required treatment to resolve the blockage. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The manta instructions for use lists the following potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection. The severity of harm is ranked as a 4 due to ballooning was applied to treat the occlusion, which covers this incident.

Event description:
It was reported that: had to balloon occluded vessel at level of manta closure. Additional information received on 13dec2022: during a tavr procedure on (B)(6) 2022 access was gained in the left common femoral artery, utilizing micro puncture and ultrasound, in a mid-femoral head position. Vessel size was 7.0mm with no tortuosity or calcification. The measured deployment depth for the manta was 6+1=7cm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 138/45mmhg and act was 385 prior to closure. 80mgs of protamine and an unknown dose of heparin were given intravenously during the procedure. The manta was deployed at the correct depth and time to hemostasis was immediate. It was reported that, after the post manta angio the physician yelled out "it appears like there is an occlusion!" No pedal pulses were obtained. He went up and over with a balloon. Inflated for 4 minutes. He did another angiogram and flow was immediately restored. No blushing or extravasation noted on either angio. Patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed, indicating a blockage of flow at the access site, post manta deployment, potential dissection at the access, and balloon angioplasty applied to restore flow. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the left common femoral artery. Ultrasound and micro puncture were utilized to gain a mid-femoral head positioned access. Activated clotting time (act) was 385 prior to closure, and protamine and heparin were administered. Arteriotomy was 7.0mm, no calcification, no tortuosity, with a depth measurement of 6cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. The manta was deployed to the measured depth, and hemostasis was immediate on the surface; although a post deployment angiogram revealed flow blocked at the access site. The physician applied balloon angioplasty for four minutes, restoring flow. It is suspected a dissection flap partially occluded the vessel; due to balloon inflations were the only required treatment to resolve the blockage. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The manta instructions for use lists the following potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection. The severity of harm is ranked as a 4 due to ballooning was applied to treat the occlusion, which covers this incident. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem.